Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insulin syringe with bd ultra-fine¿ needle "packets are not 6mm in length as they should be. Today I completed the injection with a 5mm needle that I measured, it should have been 6mm. They are very 'dry" going into my site. I have been injecting about 49 years. The needles just will not go in smooth. Once this happens, I dont use the syringes from the packet. This lot number with c on end feels 1 other syringe from this box found the scale markings to be off 1/2ut." Found during use. No reports of serious injury or medical intervention noted.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch # 7234841 all inspections were performed per the applicable operations qc specifications. There were five (5) notifications [200712765, 200706575, 200706595, 200706577, 200712899] noted that did not pertain to the complaint. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint for dimension, needle blunt and scale marking defective on lot # 7234841. Based on the samples / photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation.

Event description:
It was reported that the bd insulin syringe with bd ultra-fine¿ needle "packets are not 6mm in length as they should be. Today I completed the injection with a 5mm needle that I measured, it should have been 6mm. They are very 'dry" going into my site. I have been injecting about 49 years. The needles just will not go in smooth. Once this happens, I dont use the syringes from the packet. This lot number with c on end feels 1 other syringe from this box found the scale markings to be off 1/2ut." Found during use. No reports of serious injury or medical intervention noted.

Event description:
It was reported that the bd insulin syringe with bd ultra-fine¿ needle "packets are not 6mm in length as they should be. Today I completed the injection with a 5mm needle that I measured, it should have been 6mm. They are very 'dry" going into my site. I have been injecting about 49 years. The needles just will not go in smooth. Once this happens, I dont use the syringes from the packet. This lot number with c on end feels 1 other syringe from this box found the scale markings to be off 1/2ut." Found during use. No reports of serious injury or medical intervention noted.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: sex: unknown. Event attributed to: other. Device single use?: no. Device returned to manufacture: no.